Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that lens found to be broken. Additional information has been requested however no further information received.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11 the lens was returned positioned incorrectly (posterior surface up) in the lens case. Viscoelastic was dried on the lens. Both haptics are intact to the optic. The lens was cleaned with klrp to evaluate. The anterior optic surface was scratched and had a small scrape mark near the edge. Neither the haptics nor the optic were broken. A dimensional (plan view) inspection was conducted. The lens was within the specification per the approved template. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The reported "broken" damage was not observed. Both haptics are intact to the optic. Neither the haptics nor the optic were broken. A dimensional (plan view) inspection was conducted. The lens was within the specification per the approved template. Due to the returned position in the lens case, the lens appeared to have been removed from the lens case and replaced for return. The lens was returned with evidence of a scratched optic and customer handling. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).